Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician was infusing fluids on the dedicated burette infusion set. Allegedly, the burette became dry and the pump continued to pump pulling in air that filled the tubing past the air-in-line sensor. Clinician stated that there was not an air-in-line (ail) alert as the air passed through the ail sensor. There was patient involvement but no harm, as this was noticed prior to the air reaching the patient.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported complaint of the air in line alert not triggering was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. Results from air in line threshold test method, consisting of single air bolus detection and accumulated air detection tests demonstrated the unit is operation within specifications. The logs below show the events from (B)(6) 2025, at 11:08 am, when the unit's channel was pressed until the pump module was powered off at 12:09 pm. At 11:08 am, the channel select key was pressed, and an infusion was programmed with a rate of 14 ml/hr and a vtbi of 16.445 ml. The primary volume infused (pvi) was 666.297 ml (accumulated total from a prior infusion). The air in line settings recorded during this infusion had a threshold of 50microl. At 11:57 am, an air in line alarm was triggered. The pvi was 677.618 ml. The silence key was pressed. At 11:58 am, a door opened alarm was triggered. The pvi remained at 677.618 ml. The silence key was pressed. At 11:59 am, a door closed alarm was triggered. Shortly after, the channel select key was pressed, and the user changed the vtbi to 50 ml while the pvi remained at 677.618 ml. The infusion then started. Immediately after, another air in line alarm was triggered, with the pvi at 677.678 ml, and the silence key was pressed. At 12:00 pm, the silence key was pressed twice. At 12:04 pm, a check IV set alarm was triggered. The pvi remained at 677.678 ml. The silence key was pressed twice. At 12:09 pm, the channel off key was pressed, and the unit was removed. The total volume infused (tvi) was 677.678 ml. A review of the pcu error logs showed no records associated with the reported incident. Per the bd alaris pump module air in line tip sheet states that when loading the administration set into the alaris¿ pump module, the tubing needs to be pushed back into the air-in-line detector. If it is not pushed back far enough, the air-in-line detector will sense air behind the tubing and alarm. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm.). Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: suspect pump module s/n: (B)(6) (w/o: (B)(4)). The lvp was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported issue of the air in line (ail) alert not triggering was not identified during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. The air-in-line (ail) sensor detection system was confirmed to be operating within specifications. The device functioned correctly and alarmed as expected.

Event description:
It was reported clinician was infusing fluids on the dedicated burette infusion set. Allegedly, the burette became dry and the pump continued to pump pulling in air that filled the tubing past the air-in-line sensor. Clinician stated that there was not an air-in-line (ail) alert as the air passed through the ail sensor. There was patient involvement but no harm, as this was noticed prior to the air reaching the patient.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported clinician was infusing fluids on the dedicated burette infusion set. Allegedly, the burette became dry and the pump continued to pump pulling in air that filled the tubing past the air-in-line sensor. Clinician stated that there was not an air-in-line (ail) alert as the air passed through the ail sensor. There was patient involvement but no harm, as this was noticed prior to the air reaching the patient.